Event description:
Reporter indicated a vns therapy patient's generator "would start to run and then immediately go to "failed to communicate screen." Troubleshooting did not resolve the issue. The physician suspects the generator has reached its normal end of life. Good faith attempts to obtain additional info have been unsuccessful to date.